Event description:
It was reported that the central lumen of the intra-aortic balloon clotted off immediately after insertion. The intra-aortic balloon was removed and replaced without any complications.